Event description:
Received an e0008 laser current out of range error during the case. They changed fibers and cycled powered three times and kept receiving the error. The rep. Had to bring in this demo laser to complete the case. No patient consequence was reported. The unit will be sent in for repair. The fiber will not be returned for analysis.